Event description:
The pt presented for device closure of an asd defect. The defect measured 14-15mm by tte and tee. The stretched diameter of the defect measired 15- 17mm by sizing balloon. It was noted that the anterior rim was absent. Using a 8f amplatzer delivery sheath and a 17mm amplatzer septal occluder device, the physician attempted to close the defect, but immediately after detaching the device, it migrated to the la. The pt was sent to or for emergency surgery. The pt's condition improved.